Event description:
It was reported that during a da vinci sacrocolpopexy procedure, the cable on the prograsp forceps instrument came off the wheel. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one of the instrument's grip cables derailed from the distal idler pulley. The grips opened and closed; however, the movement may not be precise. It was concluded that the grip cable likely lost contact with the pulley during articulation, causing the grip cable to derail. Failure analysis investigation also found the following damages to the instrument. The distal end of the main tube had various scratch marks with light material removal. The scratches were .106 - .059 in length and were not aligned with the tube axis. It was concluded that the damage to the instrument's main tube was likely due to mishandling/misuse. Failure analysis investigation also found that the instrument's pitch down cable was frayed at the distal clevis hub and were sticking out at the wrist. The conductor wires were intact and undamaged. The other cables at the wrist were not damage. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the instrument's main tube and pitch down cable, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.